Event description:
Boston scientific received information that this right ventricular (rv) pacing lead exhibited loss of capture (loc) approximately two weeks post implant. The lead was observed to have dislodged during a routine follow up appointment. A revision procedure was performed. The lead was successfully repositioned without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.